Manufacturer narrative:
This event is being reported in a conservative manner due to indications of structural valve deterioration. The patient is being monitored and follow-up is being conducted regarding the patient's present condition. Device not explanted.

Event description:
A mitroflow dla25 was implanted in a (B)(6) year old male on (B)(6) 2014. A recent cardiology report states that valve is showing signs of early svd. The patient is being monitored and will have additional in-hospital tests conducted in a few weeks.

Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla25, s/n # (B)(4), were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla25 mitroflow aortic pericardial heart valve at the time of manufacture and release. The manufacturer received confirmation that there are no plans for re-operation at this time, and the patient is being monitored. As such, no the device has not been explanted and no further investigation can be performed at this time. However, based on the document review performed, no manufacturing deficits were identified. If re-operation is performed in the future, appropriate investigative actions will be taken.